Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and power error. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump was reset and received a message to change the battery. It was reported that they changed battery, but insulin pump was not powered up. The customer was advised to monitor the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display anomalies noted during testing. Pump trace download analysis confirmed the insulin pump alarmed power error. "The power management tool confirmed power error was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. Device passed displacement test, sleep current measurement, active current measurement and selftest.